Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address liner fracture. The femoral head was able to contact the acetabular liner, causing severe metalosis in the surrounding tissue and joint space. The acetabular cup was unable to be removed due to the amount of time in-situ which extended surgery one hour.